Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
Report 1 of 2: it was reported after using bd vacutainer® sst¿ ii advance plus blood collection tubes, there were stopper pops off with leakage seen in 1 tube. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
The following fields were updated due to additional information: h.1 imdrf annex a grid (1): a150303 - premature separation (2906). Investigation summary: bd did not receive any photos or samples for investigation. The device history records were reviewed with no issues being identified. There were no related quality notifications. All processes and final inspections comply with specification requirements. This complaint has not been confirmed for the customer indicated failure mode: stopper pop off. No definitive potential cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
Report 1 of 2: it was reported after using bd vacutainer® sst¿ ii advance plus blood collection tubes, there were stopper pops off with leakage seen in 1 tube. No adverse impact was reported regarding the patient or user.